Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient found unresponsive on (B)(6)2018 at 0300. Pupils were fixed and dilated. Patient was intubated by emergency medical services. Brain CT showed large hemorrhagic stroke, midline shift, and probable uncal herniation. Comfort measures were made. Patient was extubated and lvad deactivated. The lvad functioned as expected. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The pump was not returned for evaluation. Stroke, infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.